Event description:
User was disposing of a glass vial and was reportedly stuck by needle and syringe that this user had just put in sharps container after drawing blood. Because of weight of the syringe the syringe was needle up and reportedly had not fallen completely into sharps container.